Event description:
Reporter alleged the following discrepant results within 10 mins back to back on the customer's compact plus system: 73 mg/dl to 392 mg/dl, 73 mg/dl to 404 mg/dl, 81 mg/dl to 404 mg/dl, and 81 mg/dl to 392 mg/dl. Customer was given 8 units of humulin r based on the value of 392 mg/dl. Reporter states customer will not take insulin if his blood glucose is over 400 mg/dl. He will exercise to bring down his glucose reading. Reporter states if blood glucose is under 100 mg/dl he will drink juice to raise his blood glucose. Customer had a blood glucose of 54 mg/dl 3 1/2 hours after taking the humulin r insulin. His caregiver had to treat him with 8 ounces of orange juice and a spoonful of jelly. Requested return of suspect system and replacement sent.